Event description:
It was reported that during implanting surgery, this right atrial (ra) lead exhibited low amplitude and thresholds measurements not satisfactory to physician. It was decided to repositioned to an optimal position. While , trying to retract the helix, retraction issues were found. This lead was then successfully replaced. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The helix difficulty, low amplitude, and high capture allegations were confirmed based on x-ray observation of a fractured inner coil near the terminal pin. Patient code 3191 captures the reportable event stating that the patient had a prolonged procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that during implanting surgery, this right atrial (ra) lead exhibited amplitude and thresholds measurements not satisfactory to physician. It was decided to repositioned to an optimal position. While , trying to retract the helix, retraction issues were found. This lead was then successfully replaced. No adverse patient effects.